Event description:
On june 1, 2023, fujifilm healthcare americas corporation was informed of an event involving pb-30. It was reported that the ts-13140 over-tube would not deflate upon withdrawal from the patient resulting in a delay of the procedure. The patient was not harmed and the procedure was completed successfully. There is no serious injury or death associated with the event.